Event description:
The account noticed wbc imprecision with the cell-dyn 4000 analyzer. One pt generated a wbc = 3000/ul but when the specimen was tested on another analyzer the wbc = 9000 (no units of measurement were given). The wbc = 3000/ul was not reported outside of the lab. Through troubleshooting, it was discovered that wbc imprecision had been occurring for the previous 2 hours and about 50 pt specimens were reported with inaccurate results. The 50 speciments were rerun and the reports were corrected. No specific pt info or data is available. No impact to pt mgmt was reported.

Manufacturer narrative:
(Investigation pending). This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.